Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a tego® connector where it was reported tego¿s are used on the ends of the hemodialysis catheters and dialyze with them on. Their practice is to perform a sterile tego/cap change weekly or as needed (prn) if needed. The tego's have been needing changing tegos 2-3 times per week recently. The thick clear plastic coating that is on the tip that is connected to the hemodialysis line is shifting sideways or seems to be sinking down inside the tego. This has caused them to be unable to aspirate or, at times instill blood into and out of the catheter. This causes significant pressure alarms resulting in the inability to perform hemodialysis through the tego. They must then either perform an additional sterile tego/cap change prior to initiating the hemodialysis treatment or stop the treatment if the patient is currently running and perform a sterile tego/cap change. Once the tego has been changed, the problem does resolve until the next treatment typically. The event occurred prior to placing a patient on hemodialysis and a couple of times during hemodialysis. There was patient involvement and there was no patient harm.

Manufacturer narrative:
Received one (1) used d1000 tego connector for inspection. There were no defects or anomalies noted. The fluid path of the tego was found to be clear when activated by a male luer. The complaint could not be confirmed or replicated on the returned sample. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.